Event description:
The home patient (hp) reported feeling full as if overfilled, while using the homechoice cycle for apd therapy. The hp performs manual capd exchanges during the day. Follow up with the hp's healthcare professional (hcp) revealed the hp's day exchange volume is 2500mis. The hp drained 1693 mis of capd exchange when the cycler advanced form the initial drain into fill 1, where the hp's programmed fill volume of 2500mis was delivered. Therapy continued and during dwell 2 the hp felt overfilled, at which time hp bypassed into drain 2 and 3004mis of fluid was drained. After draining, the hp felt empty of fluid and continued apd therapy. According to the hcp, there was no patient injury or medical intervention as a result of this incident.